Event description:
It was reported that this right ventricular (rv) lead exhibited a subclavian crush. This rv lead was found fractured and exhibited high out of range lead impedances, noisy signals, and loss of capture (loc). Xray showed subclavian crush with very little conductor intact. The patient had syncope and complete heart block. During the syncopal episode, the patient sustained a fall and hit his head resulting in a laceration. A CT scan was performed and found no further head injuries. It was also found that this patient was bradycardic. This rv lead was explanted, and a new lead was successfully implanted. The lead is not available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of insulation fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited a subclavian crush. This rv lead was found fractured and exhibited high out of range lead impedances and loss of capture (loc). Xray showed subclavian crush with very little conductor intact. The patient had syncope and complete heart block. This rv lead was explanted, and a new lead was successfully implanted. The lead is not available for return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a subclavian crush. This rv lead was found fractured and exhibited high out of range lead impedances, noisy signals, and loss of capture (loc). Xray showed subclavian crush with very little conductor intact. The patient had syncope and complete heart block. During the syncopal episode, the patient sustained a fall and hit his head resulting in a laceration. A CT scan was performed and found no further head injuries. It was also found that this patient was bradycardic. This rv lead was explanted, and a new lead was successfully implanted. The lead is not available for return. No additional adverse patient effects were reported.